Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device didn't inflate. A leak was found at the tubing junction where the tube goes into the pump. Sst and reservoir migration were also reported. The device was removed/replaced.

Manufacturer narrative:
A titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the shorter length pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A separation was also observed in the bladder of cylinder 1. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations, within abrasion, were also noted on the longer length pump exhaust tubing. Testing revealed these to not be sites of leakage. Surface abrasion was noted on all pump, reservoir, and cylinder tubing. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separations noted in the pump exhaust tubing and cylinder bladder indicated that sufficient stress(s) may have been exerted on the exhaust tubing and cylinder to separate these sites while in-vivo. Separations of these types would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.